Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report of a fiber cap detachment outside the pt's body, is not considered a reportable issue. Upon analysis, a detached fiber cap was confirmed. Upon further analysis of the returned detached metal and glass fiber cap(s), a circumferential fracture of the glass cap was observed, distal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
The customer reported that the metal cap of the side-firing surgical fiber, detached from the fiber outside the pt's anatomy at 23,491 joules of use. The customer further reported that nothing was left in the pt, as the cap detached outside, and that the metal cap was placed back on the fiber and will be returned. The case was completed using a second fiber without further issue. There was no report of injury.